Manufacturer narrative:
An event of fever, left bundle branch block, and perivalvular leak were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection; operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The patient's potassium level prior to the procedure was 3.3mmol/l. Severe calcification was noted on the aortic leaflets and leaflet mobility was severely reduced. Before the valve was implanted, a 20mm non-abbott balloon was used to perform a pre-balloon aortic valvuloplasty. The valve was deployed and released during the first attempt. The final implant depth was 5mm from the non-coronary cusp and 5mm from the left coronary cusp. Immediately after the valve was implanted, left bundle branch block was noted. A mild paravalvular leak was also noted after valve implant, and a post implant balloon aortic valvuloplasty was performed using a 25mm non-abbott balloon. The following day on (B)(6) 2023, the left bundle branch block had resolved without any reported intervention. Also on (B)(6) 2023, 20mmol/l of potassium chloride was administered to resolve the patient's potassium levels. The patient became febrile with a temperature of 38.5c on 22 april 2023. Oral antibiotics were prescribed, and the patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.